Event description:
Rrt and rn at pt bedside. Pt had just completed respiratory tx. High pressure alarm went off on ventilator, suctioned pt and airway clear. Pt's hr decreased to 50 with junctional 1 rhythm. Removed pt from vent and ambu'd with 100% o2. Placed pt back on vent with same results. Removed inline filter with no improvement. Removed pt from vent. Ambu'd with 100%. Placed on new vent and pt hemodynamically stable with no further problem. Stable as prior to incident. Unable to externally identify problem with the vent causing high pressure.